Manufacturer narrative:
Following an internal review, it was found that the reported event date and awareness date were incorrect. The event date was initially recorded as (B)(6) 2017, however this date should have been (B)(6) 2017. The awareness date was initially recorded as (B)(6) 2017, however this date should have been (B)(6) 2017. This medwatch report has been submitted to provide the correct awareness date and event date. This correction does not impact the investigation conclusions.

Manufacturer narrative:
No further investigation was needed for this incident in which the device (B)(4) was involved. A CAPA has been raised in our quality management system to determine the root cause of the hydraulic stabilization system defect and in order to determine further actions. The internal CAPA reference is the following: (B)(4). Corrected data: date received by manufacturer.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the preventive maintenance, the medtech technician observed that one of the levelling foot on the right side didn¿t touch the ground when he pressed the button for stabilizing the device.